Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in moderately calcified and tortuous left main and circumflex bifurcation. The lesion was prepared with an nc emerge balloon. A 4.00 x 20mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci) and was delivered to lesion easily. As the physician started to inflate the balloon, it would not come to pressure and there was leak. Physician applied a negative pressure and started to remove balloon, on withdrawing the balloon shaft fully broke. The balloon catheter was removed successfully. The procedure was completed with another same device and there were no patient complications.